Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and from a patient with an unknown implantable neurostimulator (ins). The caller stated that the patient¿s device was implanted wrong and has not worked for the last 4 months. It was noted that the patient needed a cervical MRI. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider. They reported the ins was implanted correctly but the battery position was bothering the patient. The ins was revised; it was moved to a more comfortable position for the patient. It was noted the revision was uneventful. No further complications were reported.